Event description:
The device was returned to the service center with a report from the customer contact of a s238 (psc software error) alarm code. This does not indicate a reportable malfunction. However, during verification testing at the service center, the device powered on and alarmed with a whitescreen software error.

Manufacturer narrative:
During testing, the device powered up and displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. The software error displayed was in the nvrbbram.cpp module with procname:nvramaccess. Further testing found that the device did not pass the sdram test, indicating a broken user interface controller2 (uic2) som2 module. The root cause for som2 failure is due to clock signal integrity issue that leads to incorrect data being read/written to sdram resulting in a software crash. The customer contact's reported software error was confirmed during testing. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.